Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing site pain and knot from the scs placement. Recently the patient reported that the scs was making the patient's pain worse. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing site pain and knot from the scs placement. Recently the patient reported that the scs was making the patient's pain worse. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: the explanted devices were not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing site pain and knot from the scs placement. Recently the patient reported that the scs was making the patient's pain worse. The patient will undergo an explant procedure.